Manufacturer narrative:
The investigation determined that lower than expected quality control (qc) results were obtained using two different lots of vitros ckmb reagent in combination with a 5600 integrated system. The assignable cause was most likely an instrument related issue. A field engineer (fe) went on site to service the instrument. The fe replaced the reagent and microimmunoassay proboscis/piston assemblies, the signal reagent (sr) dispense tips and probes, the luminometer cap stop and calibrated the luminometer. The fe also cleaned the microwell incubator subsystem and the reagent supply subsystem, and performed all necessary microwell and reagent supply adjustments. Post service, the fe processed quality controls for the vitros ckmb assay and performed a within-run precision test yielding results that successfully passed, indicating that the instrument was brought back to expected performance. In order to assess the performance of the vitros ckmb reagent post service, quality control results were reviewed finding no further lower than expected results. There have not been an additional reports of sub-optimal results since the instrument service was completed.

Event description:
A customer reported that quality control (qc) results shifted low for the vitros ckmb assay, using two different levels of non-vitros cliniqa control fluids tested on a vitros 5600 integrated system. Additional low qc results for a second lot of vitros ckmb reagent were later found. Vitros ckmb assay: reagent lot 2280: non-vitros cliniqa l1 results of 2.4, 2.06, 1.88, 1.88, 1.79, 2.55 and 2.43 ng/ml vs. The expected result of 3.4 ng/ml. Vitros ckmb assay: reagent lot 2420: non-vitros cliniqa l1 results of 1.83, 1.90, 2.07, 2.10, 2.14, 1.89 and 2.03 ng/ml vs. The expected result of 3.4 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. As the results stemmed from qc fluids, no patient samples were affected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).